Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval could not confirm or reproduce the reported symptom of false detection of a loaded set during testing. The device was operating within spec with respect to the reported symptom.

Event description:
It was reported that a spectrum pump experienced a false detection of a loaded set in the medical/surgical unit during biomedical testing. It was also reported that there was no pt injury.